Event description:
It was reported that the charging pad stopped charging the ilet pump and a replacement charger was provided after troubleshooting and education were completed. Symptoms included no clinical symptoms. Outcomes included no impact to the patient and no alerts or alarms. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a suspected malfunction of the external charger resulting in failure to transfer power to the pump, consistent with a charger accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component failure of the charging pad.